Manufacturer narrative:
The subject device was returned to omsc for the evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the internal tube of the subject device from the distal end of the instrument channel to the suction connector. It was found no abnormality such as the kinks, dirt or foreign objects adhering. It was also not found the significant dirt, foreign objects adhering or damage around the instrument channel port or the cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the environmental bacteria which were contained in air and tap water were detected from the sample collected from the instrument channel of the subject device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer5. There was no report of infection associated with this report. It was reported that during reprocessing the user facility opened windows and the device might be contaminated by enviromental bacteria.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model oer5, using peracetic acid. The subject device was returned to olympus service operation repair center (sorc) for evaluation. There was no deviation in the reprocess procedure of the facility. No abnormalities in the instrument channel were found. From the above results, it was considered that the possibility of the relationship between the device and the reported event was low. The reported information that during reprocessing the user facility opened windows and the device might be contaminated by environmental bacteria, might be a possible cause. However, the exact cause of the reported event could not be conclusively determined.